Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that medication stopped flowing through the bd ultra fine¿ pen needle before a full dose was completed. The consumer reportedly took "60 units" of "lantus" at night, "18 units" of "victoza" in the morning, and "14 units" of "humalog" during lunch, and did not prime the needle before use. Upon removing the needle for replacement, the non-patient end needle was observed to be bent. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "consumer reported during injection, medication will stop flowing before she receive her full dosage. Stated she has to use a second pen needle to complete the dosage. Stated she injects 3 times per day. Lantus at night, (60 units), victoza in the morning, (18 units) and humalog at lunch time, (14 units). Stated she does run into the issue with all three medications but it occurs more when taking lantus. Stated when she removes the pen needle that is not working, the non patient end is bent over. Does not prime before use. She provided one occurrence date, last saturday, (B)(6) 2019 but she did not have occurrence dates for other times its happened. It only involved one box, one lot: 8275940, item: 320122, expiration date: 2023-09-30."